Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that staff opened a sterile vasoview hemopro 2 kit and noticed that one of the struts for the c-ring was broken and bent. They opened a new kit to perform the case. No patient injury.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/12/2025. An investigation was conducted on 06/05/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws or intact heater wire. The cannula was observed to be intact. The c-ring was observed to be intact. The scope wash tube of the c-ring was observed to be cut. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring- scope wash" was confirmed. The lot # 3000446774 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.